Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unknown lesion. The xience 3 x 38 mm stent delivery system stent could not be deployed. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The correct date for the 30 day MDR is (B)(6) 2017.